Event description:
There was intermittent loss of capture on the rv channel. The sensing, impedance and thresholds were all stable and in the normal range. Upon opening the pocket, the physician noted that the lead was tight in the header. The physician chose to replace the device and cap the rv lead.

Manufacturer narrative:
Upon receipt, the pacemaker was visual inspected revealing scratches and burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. The header of the pacemaker was visual inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the (B)(4) specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed. The measured lead impedances during the follow-ups were documented indicating a slight instability of the ventricular lead from 800 ohms up to 1100 ohms. Further investigations did not reveal any deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless.